Manufacturer narrative:
(B)(4). A review of the device history records revealed no failures or malfunctions related to the reported event. As the device was not returned, a complete device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was reported to be unavailable for evaluation. A device history record/service history record review will be performed. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) felt overfilled while performing automated peritoneal dialysis (apd) on a homechoice (hc) device. Troubleshooting revealed that the hp performed an off cycler exchange of 2500ml, but had the initial drain alarm setting set to 10ml. The technical service representative (tsr) instructed the hp to perform a manual drain which totaled approximately 4562ml. The reported maximum prescribed fill volume was only 2500ml. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.